Event description:
Senseonics was made aware of an incident where user reported experiencing a high glucose event. The following example was provided: on (B)(6) 2025 at 10:35 am et, no sensor glucose (sg) was available, and a blood glucose (bg) value of 216 mg/dl was recorded. A review of the data management system (dms) confirmed that at on (B)(6) 2025 at 10:35 am et, no sg data were available, and a bg value of 216 mg/dl was documented. The user's glucose alert settings were as follows: low alert at 65 mg/dl and high alert at 250 mg/dl. Based on dms review, the user did not receive a high glucose alert at the time of the event because sg values did not exceed the alert threshold, as there was a gap in glucose data due to a "calibration past due" alert. The user did not seek medical treatment and reported resolving the event by administering insulin (novolog injection). The user's healthcare provider (hcp) was not aware of the event; the user was advised to follow up with the hcp for further medical guidance. Per dms review, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.